Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of thoracic aortic aneurysm approximately one year ago. The aneurysm at the time of implant was 5.4 cm and currently it is 5.8 cm in diameter. There was a debranching performed prior to stent graft placement, carotid artery to subclavian artery bypass. The vessel morphology at the time of implant was reported the landing zone of the thoracic aortic neck was very short, approximately 15 mm in length and the CT demonstrated the proximal thoracic neck was 38 mm in diameter. Currently, the proximal thoracic neck measured 44 mm in diameter and the distal aortic neck measures at 42 mm in diameter. The patient present for a routine follow-up and the CT revealed a proximal type I endoleak due to the dilation of the thoracic neck. The patient will be treated at a later time and will continue to be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): endoleak, disease progression; dilation of the thoracic neck.